Manufacturer narrative:
The returned iol was received cut in two pieces across the optic with 2 severely distorted haptics. The device manufacturing records were reviewed, results for the serial number affected shows that the lens was released within specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. All information available is contained in this report.

Event description:
A nurse reported that the haptic on the intraocular lens sheared upon insertion into the patient's eye causing a pierce in the vitreous. The incision was enlarged to remove the lens and sutures placed to close the wound. A replacement lens was implanted without complication.

Manufacturer narrative:
(B)(4) - the product was not yet received by the manufacturer for analysis. Product met all specification prior to release. No conclusion can be drawn at this time. All information currently available is included in this report.